Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unknown vessel. The emboshield nav6 embolic protection system delivery wire coil broke during the procedure at distal part of the 0.019" step. It is unknown what led up to the separation as the physician reportedly used it gently and it was not the first time he has used the nav6. A non-abbott embolic protection device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported barewire tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the procedure was to treat the internal carotid artery that was 85% stenosed. There was no resistance felt prior to the barewire delivery wire separating.

Manufacturer narrative:
Patient codes: na. Device codes: 1601 labeled na. Internal file number - (B)(4). Correction: conclusion code 67 removed. Device code 1069 removed and 1601 added. The investigation determined the stretched coils likely occurred during use. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, follow-up confirmed the device did not separate but the coils were stretched. There was no resistance felt prior to the barewire coils stretching. No additional information was provided.